Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger, product ID 97791, product type accessory. (B)(4).

Event description:
It was reported that the patient was seen in their physician¿s office on (B)(6) 2014 for their follow up visit where it was noted that the implantable neurostimulator (ins) pocket site, the lead insertion site, and all of the tissue in between was red, inflamed, and warm to the touch. The patient¿s family member reported that the patient had been running a 102 degree temperature and that, in the doctor¿s office, was noted as 99.5 degrees. The surgical wound (flat) lead insertions site was well approximated and close but was painful to the touch. The ins pocket site was also well approximated at the lateral edges but that the medial edge had a small opening from which the patient saw some drainage. The nurse practioner (np) prescribed the patient levaquin (750 mg, po, q.i.d.) And was sent home. It was recommended to seek further advice from a surgeon or other pain management doctor to assess the risks of spread of infection to their spine. There were no alleged device issues reported in the event. It was then reported that the patient¿s pain management (and implanter of the device) had explanted the ins system on (B)(6) 2014. Follow up information received reported that the patient was in the hospital where their headache and neck stiffness issues they were experienced had subsided. The patient was to be seen by an infectious disease specialize (in-house) and still ran a temperature of 101 degrees. It was confirmed that the explanting physician had removed the ins and leads but was only able to find one anchor component when removing the leads. Culture results taken of the infected pocket using a quick test showed gram positive cocci. The blood cultures were negative. The patient had their wounds debrided and was used a wound vacuum until (B)(6) 2014 after which it was removed and bandages applied. The patient was on IV antibiotics and was to have a PICC line inserted. It was noted that the patient was to be release home with 3 weeks of IV antibiotic treatment. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the infection resolved and the patient fully recovered. In fact, the patient indicated that her crps ii pain in the right lower extremity has been decreased significantly even without the stimulator. The patient was still feeling sensation of paresthesia instead of pain.